Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used enlite sensor was tested and it passed with accurate readings.

Event description:
Customer reported that her sensor does not work. She also stated she passed out and the insulin pump did not alert her. Her blood glucose when she passed out was in the 20s mg/dl . Customer stated she was not hospitalized for the incident. Customer's blood glucose at the time of the call was 278 mg/dl. Troubleshooting found the customer was over calibrating. No additional information was provided.